Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir performed pre-fill reservoir test. Reservoir failed per inspection, found reservoir transfer guard needle occluded. (B)(4).

Event description:
The customer reported via phone call that he was unable to push the vial of insulin when he was changing the infusion set. He was unable to draw any insulin out. The needle seemed to be bent over the reservoir. Customer's blood glucose level was 124 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.